Manufacturer narrative:
(B)(4).

Event description:
It was reported that a decrease in sensing was observed. Lead was capped and replaced when repositioning was unsuccessful. Patient condition was stable post procedure.